Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative who responded back from follow up sent to them. It was reported that the plan was to revise the battery site. No information on when that date would be.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for n on-malignant pain. It was reported that the rep was not able to recharge the patient¿s implantable neurostimulator (ins), she was getting poor quality, or no device found. The controller was able to connect to the ins and the ins was 40% charged. The rep noted that there was slight swelling and the healthcare professional (hcp) wanted to get another implantable neurostimulator recharger (insr) for the patient. It was later reported that an x-ray showed that the patient¿s ins was at an angle, thus the hcp would do a revision and the replacement insr was not needed. There were no further complications reported or anticipated.